Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were large and small air bubbles in the infusion set tubing. The patient's blood glucose at the time of incident was 270 mg/dl. The customer confirmed that the insulin was not stored at room temperature; she was advised to allow cold insulin to become room temperature prior to use. The customer stated that despite multiple fill cannula attempts the large air bubble remained. The customer was advised to change her infusion set. No products were returned or replaced.